Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information provided to date after attempts on 07/20/22 and 07/22/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to an ambu bag and case completed. There was no patient injury.